Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air leak. This occurred during priming, and there was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a leak in the spont breath variable relief valve. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The spont breath variable relief valve was replaced and the device passed all testing.